Manufacturer narrative:
Section g: PMA/510(k) # p050017 s002 and s003. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for eval. With the info provided a document based investigation was carried out. As the device was not available to be returned, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Images/photos have been requested and have not yet been provided. The complaint info stated that user of the device had the following issue: "pt with history of esrd on hd with right thigh av graft stented (B)(6) 2009 due to kinking, underwent mechanical thrombolysis and angioplasty of the thrombosed dialysis graft on (B)(6) 2013. During the procedure, an approx 1cm fragment of the previously placed intragraft zilver stent fractured/displaced during the declot procedure and embolized to a right lower lobe pulmonary artery branch. An attempt was made to access via the right internal jugular and snare the fragment, however, this were not successful. The pt returned on (B)(6) 2013, for pulmonary arteriogram and attempted foreign body removal. The fragment dislodged during retrieval from the right pulmonary artery and landed in the tricuspid valve apparatus. Cardiac surgery was consulted and on (B)(6) 2013, the pt went to the operating room where the right atrium was opened and inspection of the tricuspid valve revealed the stent fragment was lodged in the chordae. This was freed and removed and the atrium was closed." A summary of comments received from the relevant product manager following review of the complaint description were as follows: this stent was placed off label. The 1cm segment at the end of the stent could have been pulled off if it was entangled with the catheter the dr was using to perform the thrombolysis. If the catheter was entangled in the proximal or distal part of the stent and when the operator tried to pull it loose, the stent could fracture and separate. The placement of this stent within the av graft may have contributed to the catheter getting snagged. It can be noted that the device was used off label as the complaint description indicates that it was placed inside a graft in the thigh. According to instruction for use, IFU, section indications for use: "the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm". The component involved in this complaint is (B)(4) (stent with gold rivets). (B)(4)-flex-gold (stent with gold rivets) undergoes fqc inspection. As the lot number was not provided, the qc records for (B)(4) (stent with gold rivets) cannot be reviewed. Prior to distribution all zilver devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for (B)(4) device could not be carried out as the lot number was not provided. As per the instruction for use that accompanies this device, IFU, stent strut fracture and pulmonary embolism are included as a potential adverse effect. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low for this rpn. From the info provided, the pt was discharged and tolerated the procedure very well. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Ref uf report number - (B)(4).